Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient and a manufacturer representative reported that the patient was experiencing stimulation changes with adaptive stimulation. The patient was reprogrammed on (B)(6) 2016 and since then when they were sitting their implantable neurostimulator (ins) would go into mobile mode. The patient met with a manufacturer representative on (B)(6) 2016 and the mobility setting was removed. However, on the night of (B)(6) 2016 when the patient was sitting at the dinner table their ins went to mobility mode. The patient turned off their adaptive stimulation at this time. On (B)(6) 2016 the patient¿s programmer showed that the ins was in an upright mobile setting at 4.8v. The manufacturer representative noted that they had disabled the upright mobile and lying front positions at a (B)(6) 2016 appointment. The patient had just one group with adaptive stimulation. It was reviewed that prior to the upright mobile setting the patient was most likely in an upright position at an amplitude of 4.4v. It was reviewed that the programmer would keep track of position and when the patient went into an upright mobile position the amplitude should still remain the same for the position the patient had been in. It was speculated that the patient might have increased their upright amplitude to 4.8v and then moved into an upright mobile position and it stayed at the same amplitude. The patient was doing well with programming and was doing mu ch better. They were noted to be more active. Previously the patient had claimed that they could not feel stimulation in the morning but this was determined to be because the amplitude was too low and the patient increased the amplitude. It was also previously thought that the patient was experiencing intermittent stimulation but this turned out to be due to the patient hitting the off button on their programmer. After a meeting with the patient on (B)(6) 2016 the issue was determined to be that the patient didn¿t fully understand how to use their programmer. The patient was re-educated on their programmer. The patient was implanted for spinal pain.

Event description:
Additional information was receivedfrom the manufacturer representative reporting that the issues they were having with the implantable neurostimulator (ins) had been resolved and it was working fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.